Event description:
The doctor was performing an ilc. It was reported the doctor attached an lf002 fiber and received an e0013 high laser current error. The doctor tried a second lf002 fiber and received another e0013 error code. The sales rep demo unit and, using the second fiber, completed the case with no patient consequence.